Manufacturer narrative:
(B)(4). Initial reporter: foreign postal code: (B)(6). The lot 13k086 was manufactured between october 28, 2013 ¿ october 29, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One actual unit was received for evaluation. The unit contained approximately 125 ml of fluid in its bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. A flow rate test was also performed on the unit. The flow rates were found to be within the specification range. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor did not deliver the unknown medication to a patient. The customer specified that they filled the device slowly, while the device was in a vertical position. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.